Event description:
It was reported that a presyncopal patient presented in the clinic for follow-up. The pulse generator exhibited backup vvi operation. After a device download, normal device function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).